Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 19. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, pain and inflammation. No further patient complications were reported.